Manufacturer narrative:
Evaluation results - a cartridge lot number search was performed and four similar complaints were found. A foam tip plunger lot number search was performed and one similar complaint was found.

Event description:
The reporter stated the surgeon inserted a competitor's lens using an msi-pf injector, an mtc-60c fp cartridge and a foam tip plunger and the lens was damaged. The incision was enlarged to remove the lens and another same type lens was implanted. Sutures were required to close the incision. The pt's prognosis is good. The reporter stated the cause of the lens damage was due to a loading error.